Event description:
Procedure type: open gastric bypass. According to the reporter: during surgery this device misfired, did not cut staples, and the staple line was incomplete. The tissue was manually sewed to fix staple line.

Manufacturer narrative:
.